Manufacturer narrative:
As reported, two days post-implant of the bard/davol phasix st mesh, the patient was diagnosed with post operative ileus and placed with nasogastric (ng) tubing for decompression. As reported, the ae is resolved. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. This MDR reports the ae of post operative ileus. An additional MDR was submitted to report additional ae of hernia recurrence. Not returned.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2017 - subject patient underwent robotic assisted technique for first time recurrent incisional umbilical hernia repair procedure. The size of hernia defect was 2.1cm x 2.2cm. A bard/davol phasix st mesh was placed in an underlay fashion intra-peritoneally with sutures. Facia and full skin closure was achieved using sutures and adhesive skin closure. (B)(6) 2017 - subject patient diagnosed with post operative ileus with nausea/vomiting and placed with nasogastric (ng) tubing for decompression and the patient diet was advanced slowly. The patient was discharged from the hospital on (B)(6) 2017. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved. (B)(6) 2018 ¿ subject patient underwent physical examination and was diagnosed with a hernia recurrence. (B)(6) 2019 - subject patient underwent recurrent incisional umbilical hernia repair procedure. Reportedly, the mesh was found to disintegrate during the adhesions removal from the anterior abdominal wall. The mesh was removed partially and replaced with a bard/davol ventralight st mesh. Patient was discharged on same day. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and possibly related to the index procedure. The outcome for the ae is reported as recovered/resolved.